Event description:
It was reported that the 9900 system would not boot up and locked up, displaying error messages prior to case. Also, the collimator iris coned down. The 9900 system had to be rebooted several times, then procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply, mainframe backplane, and mcu, ffb, gib boards were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.